Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of a 26mm sapien 3 valve implanted in the pulmonic position in a 43 year old patient. Approximately 3 years and 3 months post-procedure, a valve-in-valve intervention was performed due to central regurgitation. A 29mm sapien 3 ultra resilia valve was implanted successfully in replacement. The procedure was completed with the patient in stable condition.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.